Event description:
The device evaluation identified a reportable event, cracked adapter bracket, unrelated to the original complaint which was non-reportable.

Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required information from the source.